Event description:
Description of event: patient reported that they have an axonics, device. Patient reported that they don't know if their implant is working or not. Patient reported that heir implant never really worked for them. Patient redirected to axonics. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).